Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system was used during a benign prostatic hyperplasia (bph) procedure performed in 2008. According to the complainant, nearing the procedure's completion, it was observed the temperature on the (rtm) was unstable and erractic. One temperature sensor would display a "zero" and then come "back-up" again. It was also noted the device appeared to be "cracked". The procedure was successfully completed with this prolieve temperature monitor. No patient complications were reported as a result of this event. The patient's condition was reported as "fine".

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.